Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a therapy event which began with inhibiting therapy appropriately for atrial tachycardia (at). However the at had a long a-v, and one atrial beat was undersensed, giving the appearance of v>a. As a result, inappropriate anti-tachycardia pacing (atp) was delivered, which accelerated the patient's rhythm to the ventricular fibrillation (vf) zone. Then, a shock is delivered and breaks the arrhythmia. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.